Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2027) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the delivery system allegedly seemed to be stuck when attempting to remove the sheath. It was further reported that more force than usual was allegedly required to remove the sheath. Reportedly, upon removal, the tip of the delivery system was found to be separated from the rest of the system. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation and the stent graft was completely deployed and was not returned as it was implanted in the patient; the distal part of the catheter including the sheath marker was detached and remained hanging on the delivery system. The break and detachment of the catheter is thought to have resulted from difficult removal as reported by the client which leads to confirmed results for break, detachment and difficult to remove. It was reported that the tracking vessel was neither tortuous nor calcified, the lesion was pre-dilated. Based on the provided information and the evaluation of the returned sample, the investigation is closed with confirmed results for break, detachment and difficult to remove. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use state: "if resistance is encountered when removing the delivery system, it is recommended to remove the delivery system, introducer and guidewire as a single unit". Regarding accessories the instructions for use states: "0.035" (0.889 mm) guidewire with a length at least twice as long as the endovascular system" and "introducer sheath with appropriate inner diameter". The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. The instructions for use also mentions detachment of device parts as a potential complication. H10: d4(expiry date: 02/2027), g3, h6(component). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the delivery system allegedly seemed to be stuck when attempting to remove the sheath. It was further reported that more force than usual was allegedly required to remove the sheath. Reportedly, upon removal, the tip of the delivery system was found to be separated from the rest of the system. There was no reported patient injury.